Event description:
A patient that was treated on this day was re-admitted with complaint of urinary complication. On (B)(6) 2021, received additional information from gynesonics clinical specialist, indicating that patient experienced urinary retention issues. She ended up with a "leg bag" for 7 days post procedure. Patient ethnicity was african american women who had a previous acessa procedure and a lower segment fibroid

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.